Event description:
It was reported that a motor rate alarm was experienced.

Manufacturer narrative:
Other, other text: device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). An occlusion was performed. The motor rate error was reproduced during functional testing. The issue was occurring because the involved components were worn. Pump will not be repair due to v4.1.4 is no longer in service software version v4.1.5 or lower been obsolete since (B)(6) 2019.